Event description:
The customer stated that a pt with pancreatic cancer did not generate reproducible results on the axsym ca 19-9 assay. The pt had a previous ca 19-9 result of 3,172 u/ml. A specimen from this pt was tested three times with the following results: 192 u/ml, >5,000 u/ml (6,111 u/ml) and >5,000 u/ml (6,000 u/ml). No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.